Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a cut on the bending section rubber and the image had a stain due to dirt on the objective lens. The switch box and switch 1 had corrosion. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the light guide lens had a crack. It was also noted that the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had a punctured sheath. The issue occurred at the end of a procedure. The device was cleansed and the channels were scrubbed. The device failed the leak test and was not placed in the scope washer. Inspection and testing of the returned device found that the air/water tube and cylinder had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.